Event description:
It was reported to philips that there was an issue with image processing. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) inspected this system remotely and confirmed that there was an issue with image processing. No further information regarding the issue has been provided. No service has been performed by philips since philips didn¿t receive any response from the customer. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome.